Manufacturer narrative:
Zimvie complaint number (B)(4). H6: additional h6- patient codes: 1750: abscess.

Event description:
It was reported that the implant was removed due to infection & allergic reaction. Implant become loose. Antibiotic superscripted on the event date symptoms as a result of the event: abscess & pain.

Manufacturer narrative:
Zimvie received one (1) tsvtb10, (imp,tsv,3.7,10,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent minor bone / tissue attached to external threads. However, there was no apparent damage identified or signs of malfunction that would have contributed to the reported events. Measurements match drawing. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1295139. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1295139 for similar events and five (5) other complaints were identified (B)(4).. The customer did not submit images for the reported events. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 5, the most likely root cause determined from the investigation is external factors (i.e. Patient conditions). Therefore, based on the available information, a device malfunction did not occur. The reported events were non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for implant infection have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d6a: implant date d6b: explant state d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.